Event description:
The customer reported via phone call that the insulin pump was dead not doing anything. The customer¿s blood glucose was unknown. The customer stated that the battery compartment was cracked. The device will be returned for the analysis.